Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported unexplained high blood glucose of 135mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. The customer mentioned that he has not been using the insulin pump for three weeks. Assisted the customer to run a manual prime test and the insulin did exit. Advised the caller to remove and to change the infusion set, and the cannula was not bent. After receiving the tubing clamp the customer called back to perform the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the self test, basic occlusion, occlusion, excessive no delivery tests, off no power, operating currents and battery out limit alarm due to prime/fill anomaly. The insulin pump passed the displacement test.